Event description:
Surgeon used bioraptor 2.3 pk in the repair procedure. The suture did not slide well and the anchor was left unsupported in the pt. Surgeon had to use another device to complete the repair.